Manufacturer narrative:
(B)(4). Date sent: 07/07/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? Yes. - if yes, how was the device removed? Used metal tool to prise open a crack and remove the device. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. - did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 227d78; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, it was observed that they could not open the jaw after firing the device. As the tissue was cut off, they removed the device from the patient through tissue gap. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025 d4: batch #190d00 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced and the firing mechanism in the return stroke with the knife not fully back. One ecr60d reload was loaded in the device. The reload was received fully fired with one loose driver on the channel area of the reload. In addition, several drivers were found lodged behind the knife, resulting in the firing mechanisms jamming. However, the loose drivers does not belong to the returned reload since all drivers were present on the reload. Due to several loose drivers found in the jaws of the device and they damaged the knife and it could not be returned completely to home position due to the damage. No functional test was performed due the condition of the device. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 190d00, and no non-conformances were identified.